Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced insulin delivery occlusions while using a teflon infusion set with the ilet system, evidenced by elevated fingerstick glucose of 497 mg/dl and insulin pooling upon removal of the second infusion site; the issue resolved after a full supply change and placement at a new site. Symptoms included fatigue associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included user communications and analysis of information provided. Investigation of this case revealed an obstruction of insulin flow associated with a deformation problem at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.